Manufacturer narrative:
Reporter last name: (B)(6). Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (b)6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
This report is based on information provided by philips technician and has been investigated by the philips complaint handling team. Philips received a complaint on the defibrillator indicating that the device need to replace the battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Remote support from the customer care solution was received and it was determined this was a malfunction of the battery. A quote was requested on a replacement battery to resolve the reported issue. Multiple attempts were made to determine if this quote was sent and/or accepted by the customer and how the issue was resolved; however, no information could be provided. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. A quote was requested on a replacement battery to resolve the reported issue. Multiple attempts were made to determine if this quote was sent and/or accepted by the customer and how the issue was resolved; however, no information could be provided. It has been concluded that no further action is required at this time.